Event description:
A surgeon reported a hyperopic surprise in the left eye of a pt following bilateral intraocular lens (iol) implant surgeries. The pt's right eye was reported to have no problem. F/u info received from the surgeon stated the pt outcome was "good". Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested on 03/05/2008 by mail and by fax and on 03/24/2008 and 03/25/2008 by phone. This report was mailed to FDA on: 03/28/2008.